Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Device was returned for analysis. A microscopic evaluation confirmed that 1.1cm of one blade had lifted from the proximal section of the balloon. The pad had lifted also however a minimal section of the pad remained on the balloon. No blade had detached. All blades were present and the remaining blades were fully bonded to the balloon. There was no damage to the balloon or shaft. The returned device was connected to an encore inflation unit. Positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure of 10 atm. The balloon inflated and deflated successfully. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a polytetrafluoroethylene graft angioplasty, a bent blade occurred. The target lesion was located in the brachial cephalic vein. A 8.0mm x 90cm x 2cm peripheral cutting balloon otw was selected and advanced to treat the target lesion. During inflation the balloon ruptured at 8 atms. Slight resistance was encountered withdrawing the catheter through a 7f sheath. Upon removal it was noted that a blade was bent. The procedure was completed with this device. No patient complications were reported and the patient¿s condition is good. However, device analysis revealed that a blade and pad of the device were lifted.